Manufacturer narrative:
The customer contacted their service provider to conduct a pm evaluation on the stretcher. Damage as a result of the reported incident was observed. The reported obstruction over the safety hook is attributed as the contributing factor to the incident.

Event description:
It was reported while unloading a patient from the ambulance the safety bail did not engage with the hook and the stretcher lowered to the bumper and then tipped to the ground. It was discovered an obstruction was covering the safety hook which caused the safety bail to not engage with the hook. It was reported the patient sustained injury to the head and right shoulder as a result of contacting the ground. The nature of injuries was described as laceration and soft tissue injury.

Event description:
It was reported while unloading a patient from the ambulance the safety bail did not engage with the hook and the stretcher lowered to the bumper and then tipped to the ground. It was discovered an obstruction was covering the safety hook which caused the safety bail to not engage with the hook. It was reported the patient sustained injury to the head and right shoulder as a result of contacting the ground. The nature of injuries was described as laceration and soft tissue injury.